Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load into the jaws of the device, but was able to close. This was repeated with the same result. On the third attempt, however, the clip was able to properly load and close. This was repeated two more times with the same result. One clip was successfully applied to over-stressed surgical tubing. The sample was disassembled to look at the internal components. Upon disassembly, it was found that the proximal end of the feeder was slightly bent. The damage found could contribute to inconsistent loading of clips. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. Two of the remaining clips were unable to properly other remarks: load into the jaws of the device. A corrective action is not required at this time as it could not be determined what caused the complaint issue. Although the feeder was found to be slightly bent, it could not be determined how it was damaged. The reported complaint of "unable to load clip in applier" was confirmed based upon the sample received. One device was returned. The feeder in the returned device was found to be slightly bent which could lead to inconsistencies with the proper loading of the clips. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. Upon functional inspection, it was found that 2 of the remaining 6 clips were unable to properly load. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Since it could not be determined what caused the feeder to become damaged, the root cause of this complaint is undetermined.

Event description:
It was reported that clips could not be loaded properly with the misalignment of the clips from the second shot on although the first shot was successful. As a result the device was replaced by another type of applier. There was no patient injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto end05 ml lot #73c1700300 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that clips could not be loaded properly with the misalignment of the clips from the second shot on although the first shot was successful. As a result the device was replaced by another type of applier. There was no patient injury.